Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female pt called zoll customer support to report that the pt had developed an open wound under the front therapy electrode. The nurse believed the life vest garment caused the wound. The clinical outcome of the open wound is not known. The pt continued to use the life vest.